Manufacturer narrative:
As reported, an expired bard/davol ventralex st mesh was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in july, 2019. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report surgical intervention which included explant of the mesh. Should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
As reported, during an open hernia repair procedure on (B)(6) 2021, the surgeon implanted a bard/davol ventralex st which had expired on (B)(6) 2021 in the patient. There was no reported patient injury. Addendum: as reported, the patient returned to the theatre for a debridement abdominal wound and closure on (B)(6) 2021. It was reported that on (B)(6) 2021, the patient returned to theatre for abdominal wound washout, removal of hernia mesh.

Manufacturer narrative:
As reported, an expired bard/davol ventralex st mesh was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of 399 units released for distribution in july, 2019. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported, during an open hernia repair procedure on (B)(6) 2021, the surgeon implanted a bard/davol ventralex st which had expired on 28-may-2021 in the patient. There was no reported patient injury.